Manufacturer narrative:
UDI number: (B)(4). The returned blocker was evaluated. The threads were damaged in a manner with cross-threading the blocker into the mating screw during attempted assembly. A review of the DHR did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference reports 3003853072-2018-00032 thru 3003853072-2018-00037.

Event description:
It was reported that the threads of five blockers and one pedicle screw were damaged during installation in surgery. The procedure was completed using alternative blockers and a pedicle screw without reported patient impacts. This is report two of six for this event.